Manufacturer narrative:
Further review by technical services and a review of the x-rays was completed. A proximal coil issue was suspected, and all episodes stored were free of noise. Technical services discussed that based on the information from the disk, it is recommend to perform commanded shock lead impedance measurements in all 3 vectors. It is likely that the proximal coil to can and proximal coil to distal coil shock lead impedance measurement will result in >125 ohms. If that is the case, programming the device to distal coil to can shock vector and performing dft testing was recommended. Technical service could not determine the cause for the sudden out of range shocking impedances measurement, and discussed how low energy impedance measurers are taken at different times of the day, thus possibly effecting the variation in shock impedances measurements. At this time the lead remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up high out of range shocking impedances were noted on the right ventricular lead. All other measurements appeared to be normal, and an x-ray did not reveal a connection issue. A review by technical services discussed a possible lead issue but this was not confirmed. Technical services discussed doing a lead integrity test to determine the root cause of the clinical observation. At this time the right ventricular lead remains implanted. No adverse patient effects were reported.